Event description:
It was reported that notifier was delivered indicating that the device was post-paced t-wave oversensing. Programming changes were recommended. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.